Event description:
Customer reportedly received results of 149 mg/dl and 425 mg/dl within 10 minutes on 2 different advantage/sensor meters. The same vial of test strips was used for each measurement, and the lot number is not available. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.